Event description:
Using the tulip filter retrieval set, when attempting to snare the filter, the wire got caught on the filter just below the hook (metal cap). The snare could be opened up somewhat, but could not be removed from the filter. Attempts to release the snare utilizing cutting tools were unsuccessful. The back end of the snare was removed, but still the snare could not be withdrawn. Eventually, after many failed attempts, the snare was cut and retrieved. However, a small segment of the device still remains attached to the filter. The filter still remains implanted at this time.